Manufacturer narrative:
One opened probe was received with no tip protector, in a tray. At the time of receipt, the probe needle was observed to be bent. The returned sample was visually inspected and found to be non-conforming with the probe needle bent at the stiffener sleeve and orange/brown foreign material on the port face and welded tip. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and was found non-conforming for actuation and cut. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe had a cut failure, and also indicated that the probe had an actuation failure. The cause for the actuation and cut failures is the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle assembly removed), the probe was able to actuate. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Initially, a surgeon reported two vitrectomy probes did not cut and did not aspirate during a surgical procedure. The vitrectomy probes were not twisted or damaged. System parameters and calibration passed normally. No system messages were displayed. The surgeon has noted that problems only happen with 10,000 cuts per minute (cpm) probes and only with posterior cassettes. The cassette pak was exchanged and the same failure occurred with the second probe. The case was completed using alternate cassette pak and an alternate system. Patient impact was not indicated. Additional information was received from the surgeon indicating the vitrectomy probe stopped cutting after 20 minutes of use and just aspirated. The procedure was prolonged for 20 minutes. This is one of multiple reports from this facility.